Event description:
It was reported that the insulin pump alarmed motor error during bolus. The customer's blood glucose was 389 mg/dl. The customer tried to correct the high blood glucose with the insulin pump. The customer stated that the threads of the battery area were cracked away. The customer does not use the sensor feature. The customer stated that they do not have a back-up plan. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.